Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: vent came into us with a dark display. You could see what was on the display, but it was difficult to make things out on it. Tried another lc display with same results. Dark and hard to make things out. Tried front panel board, new ffc ribbons with no results. Received another lc display and that resolved the issue. Screen is very bright and easy to make out. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The issue was identified when the device was returned with a dark and unclear display. No patient was involved at any time. Consequently, the event did not cause or contribute to a death or serious injury. Initial troubleshooting steps, including replacing the front panel board and ffc ribbons, did not resolve the issue. The problem was ultimately traced to a defective lcd, which was replaced. Following the replacement, the display functioned normally, with a bright and clear screen. Log file analysis showed that the received logs did not cover the reported date of the event. However, several technical and functional events (tf/te) were recorded prior to the reported date. The root cause was identified as a defective lcd. The component was replaced, and the device passed all subsequent functional tests. The ventilator was returned to service.

Event description:
The following was reported to hamiton medical ag: vent came into us with a dark display. You could see what was on the display, but it was difficult to make things out on it. Tried another lc display with same results. Dark and hard to make things out. Tried front panel board, new ffc ribbons with no results. Received another lc display and that resolved the issue. Screen is very bright and easy to make out. No patient involvement.